Manufacturer narrative:
Received an analysis on the data that was submitted. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise signals with small amplitude and frequency on the rv channel. Based on the characteristics of these signals it is reasonable to assume, that the noise resulted from an external source. Should additional information become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approximately 50 months after the implant oversensing was observed. No adverse patient side effects were reported. There is no mention of an explant and the lead was not returned.